Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (hemorrhagic stroke, suspected thrombus, and patient expiration) could not be conclusively determined through this investigation. Heartmate 3 left ventricular assist system, serial number (B)(6), was reportedly functioning as intended and will not be returned for evaluation as it was not explanted, and no autopsy was performed. No further information was provided by the account. The heartmate 3 left ventricular assist system instructions for use lists bleeding, death, stroke, and thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Thromboembolism is also listed as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding the recommended anticoagulation therapy and international normalized ratio range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through the patient outcome, the patient expired due to intracranial hemorrhage. Per the patient outcome; device was functioning as normal. Patient discontinued taking anticoagulation medication and partially thrombosed outflow graft. Patient was given tissue plasminogen activator(tpa), with no success and ended up expiring on hospice. No autopsy was performed, the device was not explanted. The device will not be returned for evaluation.